Manufacturer narrative:
Unique identifier (UDI)#: n/a .

Event description:
The customer complained that the accu-chek inform ii base unit with serial number (B)(4) had visible melted plastic around the charging contacts. There were no signs of cleaner residue and no other signs of damage to the base unit. The accu-chek inform ii meters were not charging and no meters were damaged. There was no adverse event. The device was requested to be returned for investigation.

Manufacturer narrative:
The customer returned the inform ii base unit. Through a visual inspection of the device, bent contacts were observed as well as discoloration on the charging contacts. The charging function of the device was checked with a retention inform ii meter and a retention battery pack. The retention meter was charged using the returned base unit. There was no unusual warming up during the charging process. The device was lukewarm which wouldn't lead to melting. The customer's allegation of melting above the charging contacts of the base unit were actually dents above the charging contacts. This occurs through extensive use by placing meters into the base unit to charge. Over time, the plastic on the base unit wears down and shows these dents.